Event description:
Noise is noted on the can to rvcoil egm, noted that device has not been updated with current software, after reviewing additional carelink transmissions, there are other examples of noise seen in can to rvcoil that impact the wavelet match scores. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).